Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 3 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis (pd) patient's mother reported the patient was hospitalized with peritonitis. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) reported the patient was admitted to hospital on (B)(6) 2016 with symptoms of peritonitis including abdominal pain and cloudy effluent. On (B)(6) 2016 he was diagnosed with peritonitis. The patient's effluent culture did not show growth but did have an elevated white blood cell count. He was treated with vancomycin. He was discharged from the hospital (B)(6) 2016 and his last dose of vancomycin was (B)(6) 2016. The patient's status was reported as recovered.

Manufacturer narrative:
(B)(4). Medical records were reviewed and there was no documentation supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Event description:
On (B)(6) 2016, the patient was discharged from the hospital to home with orders for vancomycin and doxazosin. As of (B)(6) 2016, the patient completed their prescribed antibiotic therapy, the infection cleared, and the patient continued ccpd therapy without any further issues.